Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2022 and suture was used. The suture thread broke between the knot and the needle. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: please provide procedure name and date unk. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. No. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4) device not returned.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/23/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. One opened box with twenty-five packets of product code f2413h was returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.